Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.0/+4.0/087 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On the same date in a separate surgery the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown. Reportedly, "because no same diopter lens to chose when reserving the lens for the second time, so select a similar to the equivalent spherical lens."